Event description:
During evar in 2008, the physician was placing an iliac leg graft and the white handle attached to the positioner came off completely. The physician was then using another device of the same size and the hemostatic valve failed. The patient lost a lot of blood as it was pouring and squirting out of the valve. Patient is doing fine.

Manufacturer narrative:
Event evaluation: still under investigation.